Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the hose was damaged by the muffler. It was determined that this was indicative of pulling on the hose instead of the muffler to disconnect it from the autolube and/or from pulling the autolube around by the hose. The assignable root cause was determined to be due to component damage caused by user error, abuse and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that the motor device was broken. According to the report, the device did not work when it was plugged in. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement reported. The patient was already in the operating room when the event happened; however, the device was not being used on the patient at the time. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on (B)(6) 2015; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.